Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 443 mg/dl. Customer stated infusion set was leak. It was unknown that customer use auto mode feature at the time of high blood glucose event. No further patient complications were reported. Troubleshooting was declined and the customer will discontinue use of the device.